Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A provisional liner was returned for review. Visual inspection of the returned liner confirms that the inner ring has fractured and the fractured piece is not returned. There are wear and tear marks all over the device. The device has an approx. Field age of 26 years. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The wear and tear during the field age of the device likely contributed to the fracture; however a definite root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Foreign report source: (B)(6).

Event description:
It was reported that the inner ring on the provisional liner broke. No patient impact was reported. No additional information is available.